Event description:
It was reported that the t: slim x2 pump battery would not charge. There was no adverse impact to the customer's blood glucose level. Technical support instructed the customer to plug the tandem wall adapter into a known working outlet and wait at least 30 minutes for the pump to begin charging, with plans to follow up.